Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, based on similar reported events the cause of the protruding metal could be attributed to the operator¿s technique. The original equipment manufacturer (OEM) performed investigations related to this device issue. As a result, the OEM has conducted a field corrective action including a distribution of ¿instructions for safe use¿ to mitigate the potential risk of patient injury. The ¿instructions for safe use¿ provides several warning statements in an effort to prevent equipment damage and patient injury. ¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation."

Event description:
Olympus was informed that during reprocessing, the flexible tip was broken, and a sharp piece of metal is protruding through the rubber. There was no patient involvement with the reported scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection was performed on the received condition of the scope and found the bending section skeleton tab was exposed and protruding through the bending section cover, which caused the scope to fail the leak test. Upon disassembly of the bending section cover, the bending section skeleton was observed to be completely broken/detached. The scope has been repaired and returned to the user facility.